Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, decreased sensing and increased high voltage lead impedance was observed. Episodes of oversensing were also noted due to loss of rv capture. No intervention was performed and the patient will continue to be monitored. The patient was in stable condition.